Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient was unconscious and the cgm was showing urgent low, but the device was not alarming (no sound or vibration). Paramedics were called by a relative and assisted the patient in the home, administering ¿2 pipes of glucogen¿ (presumed to mean glucagon) and ¿1 pipe of potassium.¿ it was reported that no bg reading was checked prior to the treatment. She did not need to be taken to the emergency room (ER), and at the time of the report was doing fine. Data was evaluated and confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.